Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have not used any of the equipment yet. The agent walked the patient through how to use the external devices, but the patient was receiving a "device not responding" message. The agent reviewed with the patient that the implant was located 1¿2 inches below the incision. The patient said they cannot feel the implant. The patient also stated they have an appointment tomorrow morning. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider (hcp) to further address the issue. Patient was not able to connect with ins during the call.